Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement, and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the packing coil lp was able to advance through its introducer sheath without issue. Further evaluation of the device revealed pusher assembly kinks. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00945.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using packing coil lps and a non-penumbra microcatheter. During the procedure, a packing coil lp would not advance past its initial position within its introducer sheath; therefore, it was removed. The physician then attempted to advance another packing coil lp; however, the packing coil lp would not advance past its initial position within its introducer sheath. Subsequently, the pusher assembly of the packing coil lp kinked; therefore, the packing coil lp was also removed. The procedure was completed using two additional packing coil lps. There was no report of an adverse effect to the patient.